Event description:
It was reported that the left ventricular (lv) lead was explanted due to diaphragmatic stimulation as the lead was positioned too close a nerve. The lead was replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.